Event description:
Acromioclavicular (ac) tightrope failure 3 weeks post-op, button pull through the coracoid. This is the fourth of four cases reported by the same rep. An open repair was necessary and the harware was removed. Arthrex representative was present in revision and stated the suture was found broken. This device is used for treatment.

Manufacturer narrative:
The lot number was not provided, therefore, device history could not be reveiwed and manufacturing date not determined. No additional information regarding details of the initial procedure and/or patient compliance with post op instructions could be obtained. The implant was not returned and a definitive conclusion could not be determined for this event.